Event description:
During procedure, physician noted that the bovie machine short circuited and had to be changed out in order to complete the procedure. The ligasure machine has been sequestered and is currently in biomed.